Event description:
The plate was implanted in 2/1997. It was found to be broken through post op x-rays on 3/19/1998. Fusion appears to be good.

Manufacturer narrative:
H3 & h6: the actual device was not returned for evaluation. However, x-rays of the plate were submitted. Although a definite cause cannot be ascertained, it appears that the fracture is a result of prolonged, fatigue loading.